Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was fired two times fine. When they were removing the cartridge, the metal piece (cartridge pan) stayed in the device. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Cartridge pan dislodged. Eval summary: the analysis showed that the tsw35 device was rec'd in good visual condition and with no reload present, however, a reload pan was found lodge inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodge from the reload, in addition it should be noted that a 100% inspections takes place during mfg to ensure the device meets the require specs; in addition, a sample of the batch is inspected at (B) (4). A batch record review was performed and no anomalies were found during the mfg process.